Manufacturer narrative:
A2: date of birth: 1969. E1: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was reported as due to "defective material". It was not reported if the patient was hospitalized for the event. The same date as the event onset, the patient was treated with ceftazidime injection (1.5g. Once daily, discontinued after 14 days) and cephazolin injection (1.5gm, once daily, discontinued after 14 days) for the event. Action taken with pd therapy was not reported. Fourteen days after event onset, the patient recovered from peritonitis. No additional information is available.

Manufacturer narrative:
On (B)(6) 2024, the patient recovered from abdominal pain and cloudy pd effluent. Pd therapy is ongoing. Should additional relevant information become available, a supplemental report will be submitted.